Event description:
It was reported that a revision surgery was performed to replace a virage oct construct after two screws fractured. The patient experienced a fall from their bed six days after the initial surgery. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the weld has fractured on the lower housing of the screw, resulting in the screw disassembling. A dimensional inspection of the weld depth was performed on a smartscope (ID: 0444 cal. Due 5/16/2025). The weld depth exceeds the minimum requirement per drawing 07.01708.000 rev. E. X-ray images were also provided which show two screws have fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive force applied during the reported fall. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report: 3012447612-2024-00142.

Manufacturer narrative:
D10: 07.01728.001 (virage closure tops): qty 7 and 07.01710.011 (virage rod): qty 1. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed to replace a virage oct construct after two screws fractured. The patient experienced a fall from their bed six days after the initial surgery. This is report one of two for this event.